Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion field svc rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field svs tech. The carefusion field svc rep evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field svc rep completed the repair of the device by replacing the gas delivery engine (gde) and running the device through a complete checkout per the operator's & service manuals. Upon completion, the device was returned to the customer to be placed back into svc. Carefusion factory svc in conjunction with the failure analysis lab evaluated the alleged faulty gas delivery engine (gde), verified the complaint and determined that the root cause of the reported event was a faulty expiratory pressure xdcr on the tca pcba. The allegation of an extended high peak pressure alarm is a known issue related to the tca pcba in the gas delivery engine. The corrective and preventive measures reside within a carefusion internal corrective and preventive action file.

Event description:
The following add'l info concerning the event was documented by a carefusion field svc rep in response to a site visit. "High extended peak pressure alarm. No on pt at time of failure."